Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) exhibited infection. There were no additional adverse patient effects reported. The ICD remains in service.

Manufacturer narrative:
This supplemental report was created to update the entry in h6: patient codes and h6: impact codes.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) exhibited infection. There were no additional adverse patient effects reported. The ICD remains in service. Additional information received indicates that the patient reported abdominal pain and was then diagnosed with cirrhosis of the liver. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ICD remains in service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) exhibited infection. There were no additional adverse patient effects reported. The ICD remains in service. Additional information received indicates that the patient reported abdominal pain and was then diagnosed with cirrhosis of the liver. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ICD remains in service. Additional information indicates that the ICD is now explanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
This supplemental report was created to update the entry in d6b: explant date. This supplemental report was created to update the entry in h6: patient codes and h6: impact codes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental is being filed to capture the investigation results. This supplemental report was created to update the entry in d6b: explant date. This supplemental report was created to update the entry in h6: patient codes and h6: impact codes.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) exhibited infection. There were no additional adverse patient effects reported. The ICD remains in service. Additional information received indicates that the patient reported abdominal pain and was then diagnosed with cirrhosis of the liver. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ICD remains in service. Additional information indicates that the ICD is now explanted. There were no additional adverse patient effects reported.